Event description:
It was reported that the patient presented to the hospital on (B)(6) 2011 experiencing weakness. The patient had complete heart block with a junctional escape beat. The patient experienced dizziness. A chest x-ray revealed the lead dislodged. The lead exhibited loss of capture and high thresholds. On (B)(6) 2011 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.